Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. The patient is known to be pacer dependent, thus, this device was explanted and used as a temporary, external, pacing generator. This temporary pacing will be in place until infection is cleared. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that this cardiac resynchronization therapy defibrillator (crt-d), previously used as a temporary pacer, has been replaced with a new competitor system. No adverse patient effects were reported.